Event description:
A surgeon reported that during a vitreoretinal procedure, the scissors connected to a pneumatic handpiece stopped working. The nursing staff changed ports and then the scissor tip detached from the handpiece, impaling the macula and optic nerve. The surgeon indicated an additional scissor tip, from the same lot, was tested outside of surgery, and the same detachment occurred as the first. The nursing staff noted that when attempting to connect the scissors tip to the handpiece, two audible clicks were heard, but the alignment indicators were unable to be properly aligned. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and no problem was found. The illuminator was checked and there is a possible intermittent lamp issue. The lamp was replaced for diagnostic purposes. Preventive maintenance was performed. The system was then tested and met all product specifications. The company clinical analyst reviewed the file and noted that the customer's use of the product deviated from what is instructed in the directions for use (dfu). No samples have been received for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined. (B)(4).